Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed persistent alert 60 indicating a bluetooth communication error related to the ble board, which remained after multiple restarts and required device shutdown and replacement. Symptoms included no reported injury or adverse physiological effects. Outcomes included interruption of pump use, continuation of glucose monitoring via cgm app or receiver, and the need to repeat device start-up on the replacement unit. Investigation included review of device performance based on user reports and receipt and inspection of the returned device, with instructions to sync data to the mobile app prior to return and to power down the device to prevent further alerts. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.